Manufacturer narrative:
(B)(4). Customer stated that used product would not be returned. The staff discarded the set because of chemo in the set. The customer complaint of se leaked from tubing to filter engagement could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
Customer reported chemo leaked from the IV set near the filter while infusing on a pt. Customer has reported several similar events and stated: "all of these involve 24 hour etoposide infusions.... In all events, the leaks occurred at the filter during the infusion, chemo medication leaked onto bedding, furniture, and pt gowns. The lot number of all the tubing involved since (B)(6) 2012 is 12055243. Chemo spill precautions were initiated in each event." Customer reported their oncology pharmd confirmed etoposide does not require a filter for infusion. Stated they will be changing IV sets to model 10015048 ((B)(4)) for etoposide infusions. There was no pt or staff harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.